Manufacturer narrative:
The customer replaced the oxygen solenoid valve to resolve the issue. The unit was tested and it was returned to service. Although requested to be returned, the removed component was not received for evaluation at this time. If part is received and evaluated, an additional report will be submitted.

Manufacturer narrative:
Report date: 30sep2021.

Event description:
The customer reported the patient was ventilated with oxygen (o2) settings at 22% after 10 to 20 minutes. There was an alarm that o2 device failed, and the nurse switched to another ventilator and with the same settings. After a short while, the same error appears on the ventilator. The nurses raised the o2 level to 23% and the error went away. There haven¿t been any more errors since. The device was in use; no patient or user harm reported. Diagnostic error codes "oxygen device failed" and "oxygen not available" were confirmed in the event logs. The device has been tested by the hospital¿s biomed, and it is working within parameters. No erroneous functions have been seen. Further investigation is being conducted.

Manufacturer narrative:
Information was received that the unit was swapped out when the failure occurred while in use.